Manufacturer narrative:
The investigation into the positioning issue has been completed. The impella pump was returned for investigation. The returned pump was visually inspected, and no abnormalities were observed. No cannula kinks were observed. The root cause indicated the impella device is not indicated for wireless re-access, resulting in improper technique and use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was pulled into the ascending aorta while placing a bio prosthetic valve. The surgeon attempted multiple times to cross the aortic valve (av) but kept getting stuck on the valve apparatus. The surgeon decided to remove the pump and replaced it with a new impella cp pump. No patient harm was reported.